Manufacturer narrative:
The lot number was provided for 1 out of 2 malfunctions, therefore, lot history reviews was performed. The devices for both malfunctions were not returned for evaluation; however medical records were provided and reviewed for both malfunctions. For one of the two malfunctions, the investigation is confirmed for migration but was unconfirmed for tilt, therefore trending code 2616 - malposition of device was removed. The remaining one malfunction is confirmed for migration. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
A review of the reported information indicated that model dl900f vena cava filter allegedly experienced migration. The information was received from various sources. Both the malfunctions involved patients with no patient consequences. Of the reported patients, two were male. One patient is a (B)(6) and the other is a (B)(6) year old. Both of the patients' weights were not provided.